Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed a purple stain when turned off, and when turned on the stain turns green, no image. There were no reports of patient harm.